Manufacturer narrative:
(B)(4).

Event description:
It was reported that a problem with the transmitter occurred. Data was evaluated and the allegation was confirmed as a transmitter failure. The probable cause was determined to be transmitter failed error. The reported event of a problem with the transmitter is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A pairing test was performed and passed.